Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology and vessel morphology are unknown. It was reported that the patient's aortic neck dilated resulting in distal stent graft migration. The patient was successfully treated with an aneurx cuff in addition to 2 talent aortic cuffs under ide (g020050). No additional clinical sequelae were reported and the patient is reported to be fine.